Event description:
On (B)(6) 2010, stryker (B)(4) learned of an adverse event in the literature: birke et al, 'preliminary experience with the combined use of recombinant bone morphogenetic protein and bisphosphonates in the treatment of congenital pseudarthrosis of the tibia', published in j child orthop (2010) 4, 507-517. In the article, the authors report that (B)(6) male pt experienced treatment failure after receiving op-1 for pseudarthrosis of the tibia. Additional info was requested from the authors on (B)(4) 2010. On (B)(4) 2010, the corresponding author notified stryker (B)(4) via email that he would be unable to provide additional info regarding the pts in the article. No further info is expected.